Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammation. Her doctor determined that the left coil was embedded in her uterus and the right coil was protruding out of the fallopian tube. Almost two years later, she underwent a hysterectomy. Pelvic inflammation, device embedded and device dislocation are anticipated events in the reference safety information for essure. Considering that essure may move along the fallopian tubes and that there is a risk of perforation, a causal relationship between these events and essure inserts cannot be excluded. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. In this case, the fact that one essure is protruding into uterus and that one essure is embedded may have a higher contribution. Therefore, pelvic inflammation is considered related to essure. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflammation"), device dislocation ("the right coil was protruding out of the fallopian tube") and embedded device ("left coil was embedded in her uterus") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic inflammatory disease (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required), embedded device (serious criteria medically significant and clinically significant/intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2015), surgery and surgery. Essure was withdrawn. At the time of the report, the pelvic inflammatory disease, device dislocation, embedded device and pelvic pain outcome was unknown. The reporter considered pelvic inflammatory disease, device dislocation, embedded device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammation. Her doctor determined that the left coil was embedded in her uterus and the right coil was protruding out of the fallopian tube. Almost two years later, she underwent a hysterectomy. Pelvic inflammation, device embedded and device dislocation are anticipated events in the reference safety information for essure. Considering that essure may move along the fallopian tubes and that there is a risk of perforation, a causal relationship between these events and essure inserts cannot be excluded. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. In this case, the fact that one essure is protruding into uterus and that one essure is embedded may have a higher contribution. Therefore, pelvic inflammation is considered related to essure. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.